Event description:
The customer reported that the speaker for the acuity cpu (central processing unit) was working intermittently. The customer would lose the ability to hear pt's alarms when there is no backup cpu. There was no report of any pt harm as a result of the reported events. The customer did not provide any pt info.

Manufacturer narrative:
The device is an installed centralized pt monitoring system. The device receives, analyzes and displays pt vital signs data from multiple bedside multi-parameter pt monitoring devices through wired or wireless connections. Welch allyn factory service confirmed that the acuity cpu speaker failed. Factory service found the speaker audio module failed to provide audio output to the speaker during alarm testing. Factory service replaced the speaker audio module to restore normal audio operation. The device was repaired, tested, and passed factory service spec.